Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was noted that the left ventricular (lv) lead was dislodged. A revision of the lv lead was preformed and optimal values were achieved; the patient was in stable condition after the procedure.